Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set was leaking. It was reported that the sets were leaking at the filter sites. The tubing set was attached to IV bags that contained chemotherapy ¿ which was noted to be leaking from the connection after the drip chamber. The medication was running at a continuous infusion at a low rate ¿ 25ml/h. There was no damage noted on the product or its packaging prior to use. A baxter sigma pump was being used at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.